Manufacturer narrative:
One medfusion pump was received with fluid contamination in the plunger head, the case top chipped in corners and the bottom case gasket damaged. The event history log was reviewed and there was a force sensor test error. The power up process was conducted, the force sensor was also checked and tested. A force sensor error was found at power up. The force sensor value was stuck and did not change. There was fluid ingression in the plunger head. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The entire plunger head assembly including plunger cable and plunger tube were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a bad force sensor. The issue was discovered during a service check and there was no patient involvement.